Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.

Event description:
A customer contacted baxter global technical services (gts) regarding a system error 2240 alarm that appeared on the homechoice. The home patient (hp) disconnected to make coffee and didn't get back in time. The hp then reconnected when the hc was at drain 2 of 3. Gts had the hp cycle power to clear the error. Gts referred the hp to their nurse. The hp will complete therapy with manual supplies. Tsr assisted the hp to clear the alarms and reviewed procedure. Proper procedures per the user manual were reviewed with the caller. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to the lack of a sample; however, based on the information gathered during baxter's investigation, the cause of the system error 2240 was due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set during therapy but did not return to therapy within 30 minutes. The lot information was unknown; therefore a batch review was not performed. Review of the labeling reveals the homechoice apd systems at-home guide contains sufficient labeling for the user error in this complaint. Similar reports have been received by baxter. The root cause investigation is in progress through (B)(4).